Event description:
The eargo neo hearing aid fails to work. This is the third pair since (B)(6) 2019. I question the quality of the product and eargo commitment to correcting the problem. Eargo replaced the first two pair under warranty. They are not responding to my emails nor phone calls. One of the hearing aids quits amplifying. Online complaint blogs note the same issue dating back two years. Eargo denies responsibility after warranty period.